Event description:
Name of procedure being performed: na. Detailed description of event: complaint (B)(4) will address event unit 1 of 2. Complaint (B)(4) will address event unit 2 of 2. This was discovered prior to surgery and there was no patient contact. When the device was pulled from the shelf it was noted that a pinhole was on the white tyvek side of the pouch on each of the units pulled. It is unknown if the same lot was pulled for both devices. Once device was discarded by the hospital and not available for return. The other unit is available for return. The hospital has third party sourcing within the hospital and the devices are removed from the outer carton and placed on the shelf by medical staff for storage. Photographs are available additional information was received via email on 19dec2019 from app. Med. Acct. Mgr.: 6 photos were provided. The hospital is [name] hospital account # (B)(6). Product: alexis laparoscopic system (small). 1 each of product # c8701, # lot # 1338150. 1 each of product # c8701, # lot # 1335750 patient status: na (before use). Type of intervention: na.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photograph of the event unit was provided by the complainant. Visual inspection confirmed that there was a hole in the tyvek of the pouch. Based on the photograph provided by the complainant and the description of the event, it is likely that the reported event was caused by handling at the hospital¿s facility. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: na. Detailed description of event: complaint (B)(4) will address event unit 1 of 2. Complaint (B)(4) will address event unit 2 of 2. This was discovered prior to surgery and there was no patient contact. When the device was pulled from the shelf it was noted that a pinhole was on the white tyvek side of the pouch on each of the units pulled. It is unknown if the same lot was pulled for both devices. Once device was discarded by the hospital and not available for return. The other unit is available for return. The hospital has third party sourcing within the hospital and the devices are removed from the outer carton and placed on the shelf by medical staff for storage. Photographs are available. Additional information was received via email on 19dec2019 from app. Med. Acct. Mgr.: 6 photos were provided. The hospital is [name] hospital account # (B)(4). Product: alexis laparoscopic system (small). 1 each of product # c8701, # lot # 1338150. 1 each of product # c8701, # lot # 1335750. Patient status: na (before use). Type of intervention: na.